Event description:
The device was used during a nissen. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was unable to retrieve the needle and applied another device to complete the procedure. The hosp has reported no pt injury occurred.